Manufacturer narrative:
The unit was received for evaluation. Opened and inspected the unit for heat/smoke/fire damaged. It was found to have some sort of chemical agent. No other obvious signs of damaged was observed. A burn-in test was performed on the unit where the power was cycled every 15 minutes. After one hour, it was found that the unit would not power up. The input a/c fuses were blown. The fuses were replaced and unit powered up. The power was manually cycled and after the 5th cycle smoke was observed from inside the unit and the fuses had blown again. Replaced the fuses and isolated the ballast power supply from the a/c input. The fuses did not blow. The root cause was defective ballast with a low resistance circuit that causes over current. The ballast was removed and replaced.

Event description:
During a procedure a loud noise was heard from the back of the lightsource. Smoke was observed coming from the back of the lightsource. Fire extinguisher used.